Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -02.25 diopter, into the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient is happy. The cause of the event was unknown.